Manufacturer narrative:
No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a functional and endoscopic sinus surgery. It was reported that the surgeon felt inaccurate. Re-registration performed three times without resolution. Once site cut into the orbit, there were no concerns with accuracy. There was no impact to patient. The surgeon confirmed that he was actually accurate in the procedure. The patient had unique anatomy which caused him to think we was inaccurate until he got to bony anatomy where he realized he was accurate. There was a reported delay to the procedure of less than an hour as a result of the reported issue.